Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2026. The patient reported that the initial pod appeared to function properly but subsequently stopped delivering insulin, resulting in significantly elevated blood glucose levels. The patient attempted to administer a bolus; however, insulin leakage was noted at the infusion site during the final bolus attempt. Upon recognizing the issue, the patient removed the pod at approximately 11:30 pm on (B)(6) 2026. A second pod was applied in an attempt to correct rising glucose levels, but blood glucose levels remained elevated. The interruption in insulin delivery contributed to severe hyperglycemia and progression to dka, requiring hospitalization. The patient¿s blood glucose levels rose to 530 mg/dl while wearing the pod on the abdomen between 4 and 24 hours. Reported symptoms included nausea, vomiting, polyuria, and dry mouth. The patient was diagnosed with dka and was treated with a continuous intravenous insulin drip. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: up1a.231005.007.s921u1ueu4axk4. Hardware: sm-s921u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.